Manufacturer narrative:
The reported complaint of cannot untighten the a-setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the a-setscrew inset. The blood most likely came through the hole punched through the septum by the torque wrench during the implant procedure.

Event description:
It was reported that the patient presented a scheduled procedure. During the procedure, it was noted that the right atrial lead set screw was stripped. The lead was unable to be removed from the header of the old device. The lead was capped on (B)(6)2021 and the port was plugged. The patient was in stable condition.